Event description:
It was reported during a (B)(4), pt (B)(6) experienced a deep surgical site infection 230 days postoperatively. The surgical site infection occurred following post mastectomy radiotherapy. Cultures were obtained from the infected site that revealed (B)(6). The tissue expanders were explanted due to the deep surgical infection. The precise date of these events was not provided.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.